Event description:
On 3/18/87 an aus device was implanted. On 6/8/95 the cuff and pump were revised. On 12/27/96 the balloon and pump were removed from the pt and replaced due to recurring incontinence due to fluid loss from system.